Manufacturer narrative:
External insulation abrasion was noted at 39.3-39.5cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that the lead was explanted and replaced due to high lead impedance and capture anomalies. Patient was fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.